Manufacturer narrative:
The device remains in service with the new lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days after a device replacement procedure, this pacemaker and chronic right ventricular (rv) lead exhibited pacing impedance measurements that were less than 200 ohms. It was noted that the impedance measurements prior to and during the change out were consistently 270 ohms. After rechecking the impedance measurement several times, an in-range measurement of 209 ohms was obtained once. It was noted this rv lead was a unipolar model and the patient was pacemaker dependent; therefore, the physician elected to replace the lead. No noise was observed, and no loss of pacing occurred. The chronic lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.